Event description:
It was reported by the affiliate that when the devices, with reload cartridges, were used during a cardia resection procedure, they locked out. There was also staple line leakage which required manual suturing to stop. The devices and reloads were discarded.